Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), uterine perforation ('perforation (uterus), perforation (other) please describe and state the location of the perforation: cervix/ migration of essure device: cervix') and device dislocation ('malposition of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia, abdominal pain, pancreatitis, pyelonephritis and gallbladder disease nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection type: recurrent uti"), bacterial vulvovaginitis ("infection type: bacterial vaginal infx,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain/left lower stomach pain"), the first episode of vaginal discharge ("vaginal discharge") and pruritus ("itch") and was found to have hormone level abnormal ("hormonal changes : I do not know the specific changes"). In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), cyst ("reproductive disorder or type of disorder: cysts") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to stop bleeding in 2009). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menorrhagia, uterine perforation, device dislocation, hormone level abnormal, vaginal haemorrhage, urinary tract infection, bacterial vulvovaginitis, female sexual dysfunction, migraine, headache, cyst, nausea, allergy to metals, dysmenorrhoea, dyspareunia, the last episode of vaginal discharge, fatigue, alopecia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bacterial vulvovaginitis, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic inflammatory disease, pruritus, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal pain, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: the patient has not removed essure yet. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2008: maybe an ultrasound was done, result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events ; itch were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), uterine perforation ('perforation (uterus), perforation (other) please describe and state the location of the perforation: cervix/ migration of essure device: cervix') and device dislocation ('malposition of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicalgia, abdominal pain, pancreatitis, pyelonephritis and gallbladder disease nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection type: recurrent uti"), bacterial vulvovaginitis ("infection type: bacterial vaginal infx,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), cyst ("reproductive disorder or type of disorder: cysts"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain/left lower stomach pain") and the first episode of vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). In 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to stop bleeding in 2009). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, menorrhagia, uterine perforation, device dislocation, hormone level abnormal, vaginal haemorrhage, urinary tract infection, bacterial vulvovaginitis, female sexual dysfunction, migraine, headache, cyst, nausea, allergy to metals, dysmenorrhoea, dyspareunia, the last episode of vaginal discharge, fatigue, alopecia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bacterial vulvovaginitis, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic inflammatory disease, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal pain, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: the patient has not removed essure yet. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2008: maybe an ultrasound was done, result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received. This case is incident case. The previously reported event injury was replaced with events from pfs: hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection type: recurrent uti; bacterial vaginal infection, apareunia (inability to have sexual intercourse), malposition of essure device, migraines / headaches, reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease; cysts, perforation (uterus)/perforation (other) please describe and state the location of the perforation: cervix/ migration of essure device location of device: cervix (events clubbed), nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss, lower abdominal pain. Patient's medical history was added. Laboratory data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.